Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed de novo lesion was located in the moderately tortuous and calcified left popliteal artery and anterior tibial artery. A 2x150x50 sterling monorail balloon catheter for advanced for pre dilation of the lesion in the politeal artery. Difficulty crossing the lesion was encountered, however, the balloon catheter eventually crossed the lesion. On the first inflation a balloon rupture occurred at 6 atms. The balloon catheter was removed intact. The procedure was completed with a 2.0mm spcb balloon. No patient complications were reported and the patient's status is good.